Manufacturer narrative:
The customer did not return the product and did not provide the lot number. An inventory evaluation was performed and functional testing was performed on in-house product of the same part number, no abnormalities were found.

Event description:
The customer alleges that "the handle attachment for the blade broke upon intubation and pins fell into the patients pharynx. The pins were successfully removed from the patient. " no other details were provided.

Manufacturer narrative:
In revision 1 of the customer complaint the affected device had not been returned, nor had they provided the lot number for the affected device. We requested that the customer return the affected device however the customer stated that it was disposed of. On (B)(6) 2018 we received the pins that were retrieved from the patient pharynx. The pin is a small piece of the device which made investigating the failure challenging. The investigation is inconclusive, without the whole device the investigation is limited and it is difficult to determine the failure mode. There is no previous history of this reported problem occurring during the intubation process. Product has met iso 7376 standards 5.3, 5.4.2, 5.6, 5.7.1, 5.7.2, 5.8 per performance specification sheet test matrix and disposable larynscope handle functional product testing report.

Event description:
The customer alleges that "the handle attachment for the blade broke upon intubation and pins fell into the patients pharynx. The pins were successfully removed from the patient." No other details were provided.